Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during the prime/compromised force sensor system test due to faulty fsr (gold). Pump passed the self test, rewind, basic occlusion test and displacement test. Unable to perform the no delivery test due to motor error alarm. The audio/vibration feature functioned properly. No audio/beep anomaly noted. Pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was hard to read and the audio does not work. The customer also reported that they were having low blood glucose. The customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.